Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the she experienced high blood level. Blood glucose level of the customer was 499 mg/dl. It was also stated that the customer had blood loss because she hit the blood vessel while inserting her sensor. The customer was treated with the insulin pump. The insulin pump not will be returned for the analysis.